Event description:
Complaint received that alleges "during treatment patient's 4th digit on their left hand was entrapped between the joint of the optiflex k1 extension arm. The machine stopped but did not release the patient's finger. The staff had to use tools to manually release the patient's finger. Warranty. Injuries sustained: redness, swelling, bruising". Questionnaire not received from clinician and/or patient. Device not returned to manufacturer for evaluation. No indication event caused or contributed to permanent impairment or death.